Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during percutaneous hepatic ablation, after several attempts to positioning into liver the physician saw the shaft abnormally curved and decided to pull out the device´s point from patient's cavity. When all of the shaft came out from patient's cavity ,in that moment the distal point of shaft disengaged. Nothing left inside of patient cavity. Replaced with new similar device and it worked fine which completed the procedure. There was no patient harm.